Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were recharging the implanted device and they were getting excellent quality. Patient said they went to reset the intensity and the intensity was at 1. 8 and when they tried to increase the intensity they got the message setting not available cannot provide desired intensity settings. The patient was redirected to their healthcare provider to further address the issue. It was later reported the rep met with the patient and high impedances of 40,000 on contacts 12 and 15, and setting not available message. The rep reprogrammed around the impedances and the issue was resolved. The cause was not determined, but the rep will report any additional information that becomes available..

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that high impedance were seen 8: 38,920; 11: 38 ,880; 12: 38,980; 15: 37,470. Impedance check down, reprogrammed around affected contacts. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.